Event description:
The dealer states that the unit has the yellow light on at 2lpm after running for a few hours due to low o2. The dealer states there is also a high pitched noise when the unit is alternating.